Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of remaining of the foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, service found foreign material clogged the nozzle due to insufficient cleaning. The reported issue (poor water supply) was confirmed during testing. The water supply was insufficient due to the nozzle being clogged. In addition, there was insufficient air supply due to the nozzle being clogged, the paint on the suction cylinder was peeling due to handling, angulation was insufficient and there was play in the angulation knob due to elongation of the angle wires, the adhesive on the bending section cover was cracked and cloudy, the adhesive on the objective lens and light guide lens was cloudy due to handling, the insertion tube was scratched due to handling, the light guide lens was cracked due to handling, the adhesive on the objective lens was peeling, the distal end cover was scratched due to handling, the connector was damaged due to physical stress, switch one was scratched due to physical stress, and the boot was scratched due to physical stress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported there was poor water supply from the subject device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found foreign material clogged the nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.